Event description:
Complainant alleged that during biomed testing of the device, the screen only displayed a line. The complainant indictaed that there was no pt invovlement in the reported malfunction.